Event description:
Candela vbeam laser being used to remove discoloration from skin on face of three children. After procedure all three children had blistering on face.candela evaluated the laser and found the fiberoptics for the handpiece had broken fibers. This was causing the unit to cailbrate at a rate potentially higher than normal. If some of these fibers came back in alignment during use, the laser could deliver more power than the setting indicated. Candela did not find any direct problems with the cryogen setup.